Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event of inguinal hernia. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure. During peritoneal dialysis, the pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures, and the surgical introduction of the pd catheter also increases the risk of hernia formation. Therefore, a possible causal or contributory association between ccpd therapy with the liberty select cycler and the hernia cannot be excluded. It should be noted the liberty cycler was not returned to manufacturer for product evaluation.

Event description:
Follow-up information received for a separate event, reported the patient indicated he developed an inguinal hernia. The pdrn was unable to visualize the hernia during the patient¿s evaluation at the outpatient dialysis clinic. However, the pdrn stated the patient would be discussing the inguinal hernia with the nephrologist. Additional information was solicited, but unavailable.